Manufacturer narrative:
The reported event of unable to advance the stylet was confirmed. The stylet could not be fully inserted inside the lead due to clogged dried blood inside the inner coil at the distal region of the lead. The cause of stylet unable to advance was isolated to the inner coil being clogged with blood. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that lead dislodgement was observed on the right atrial (ra) lead. When the patient presented in clinic for ra lead revision, the physician was unable to maneuver the lead in usual manner during the procedure. The stylet could not be advanced down the lead. The lead was explanted, and the device atrial port was plugged. The patient was stable.